Event description:
On (B)(6) 2025, doctor (B)(6) -c21u) reported to cas that on (B)(6) 2025 they experienced full thickness ak during procedure ID#: (B)(6).

Manufacturer narrative:
Review of procedure#: (B)(6) shows decentered docking. There are no signs of a full thickness ak present. System functioned as designed. No further clinical follow-up required.